Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while flushing a bd q-syte¿ luer access split-septum stand-alone device connected to a bd posiflush, leakage was found coming through the connection. There was no exposure, injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: lot analysis findings: as this complaint was a MDR; review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Visual analysis observations and testing: received one used q-syte unit from the lot number 7116694. The q-syte was attached to an extension set. Visual/microscopic examination: observed the q-syte top and bottom bodies were separated at the weld joint line. Observed the edges of the between the top/bottom bodies are jagged at the weld joint location. Note: the water leak test was not performed; because of the received condition of the q-syte unit. Investigation samples(s) meet manufacturing specifications: no, the returned q-syte provided for evaluation displayed jagged edges at the weld joint location; which contributed to the leakage. Investigation conclusion: the defect leakage male luer connection; as stated as the reported code was conformed based on the received condition of the q-syte unit. The q-syte unit being separated at the weld joint location is an opened pathway for leakage did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer¿s experience was confirmed based on the evaluation that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? Na; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Root cause: relationship of device to the reported incident: indeterminate ¿ a definite cause of the weld joint separation could not be established. The damage appears to be caused by external forces applied to the unit during usage. There was no physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.